Event description:
It was reported that a patient death occurred. On (B)(6) 2025, an agent dcb mr 2.75 x 20mm was used for treatment of the target lesion which was located in the left circumflex artery (lcx) and was 90 percent stenosed. On (B)(6) 2025, the patient was found collapsed in their home. The patient was brought to the hospital's emergency room where they passed away shortly after.

Manufacturer narrative:
Correction report submitted to capture risk review information. Device evaluation by MFR: the device was not analyzed as it was not returned to the complaint investigation site. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The complaint did not report any device malfunction which could potentially have contributed to the patient's death. Although the physician felt that the use of the agent device did not contribute to the patient's death, it is noted per the product's instructions for use that the event of death is listed as a known adverse event associated with device use. This investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. A risk review was performed, and it confirmed that the cascade of events related to the impact on the patient are defined in the risk documentation. These patient impact codes have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a patient death occurred. On (B)(6) 2025, an agent dcb mr 2.75 x 20mm was used for treatment of the target lesion which was located in the left circumflex artery (lcx) and was 90 percent stenosed. On (B)(6) 2025, the patient was found collapsed in their home. The patient was brought to the hospital's emergency room where they passed away shortly after.

Manufacturer narrative:
Device evaluation by MFR: the device was not analyzed as it was not returned to the complaint investigation site. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The complaint did not report any device malfunction which could potentially have contributed to the patient's death. Although the physician felt that the use of the agent device did not contribute to the patient's death, it is noted per the product's instructions for use that the event of death is listed as a known adverse event associated with device use. This investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that a patient death occurred. On (B)(6) 2025, an agent dcb mr 2.75 x 20mm was used for treatment of the target lesion which was located in the left circumflex artery (lcx) and was 90 percent stenosed. On (B)(6) 2025, the patient was found collapsed in their home. The patient was brought to the hospital's emergency room where they passed away shortly after.